Event description:
It was reported that the right ventricular (rv) lead exhibited shock impedance greater than 125 ohms, which is high out of range. It was mentioned that the lead exhibited a gradual increase of the shock impedance. Integrity tests were recommended by the health care professional (hcp) and this triggered a code 1005, indicating an open circuit condition. The patient was then hospitalized while waiting for a lead revision. The device system remains in service. No additional adverse patient effects were reported.